Manufacturer narrative:
Analysis of the log files from the AED found the AED was placed into service without the pads attatched on (B)(6) 2022. During the AED's automated self-test, the device detected no pads were attatched and attempted to alert the user alert by flashing the red asi and chirping. The AED continued to flash and chirp until (B)(6) 2025 when the battery pack was measured at a critically low state and the AED began reporting replace battery pack now. The AED continued to flash and chirp until (B)(6) 2025 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until (B)(6) 2025 when a replacement battery pack was inserted into the AED. The review identified that the AED functioned as designed and can stay in service.

Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known.

Event description:
A customer reported their AED is flashing red and the AED will not power on. They reported this did not occur during patient use.